Manufacturer narrative:
Concomitant medical products: iw1416c105xh graft and af2414c140xh graft implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and antibiotics were administered. The ICD system will not be replaced at a later date. No further patient complications have been reported as a result of this event.